Manufacturer narrative:
The guidewire was returned for evaluation and the complaint was confirmed. The core wire and outer coil were broken, causing distal section of the wire to separate. The outer coil was stretched and unraveled from the core wire. Based on the returned product evaluation and additional information received it's most likely the distal solder that separated from the wire, causing the outer coil to unravel. Wire was sent out to the supplier for additional investigation. If further information is received a follow-up report will be submitted.

Event description:
Physician accessed jugular vein under ultrasound with 21g needle, inserted 18 wire. Physician felt resistance so tried to remove wire and felt resistance upon removal as well. Another physician came in and tried to put the dilator over the wire to provide support to pull out the wire. The wire came out with the tip wrap unraveled and a piece of the wire left in the patient. The physician tried to remove piece with forceps but was unable. The cath lab called a surgeon and the patient went to CT to find out how to remove or if necessary. Additional information received 15oct18: ·the cardiologist and surgeon believe the wire piece that broke off is either in the sub-intimal space or in the surrounding tissue just adjacent to the jugular vein in the usual spot for jugular vein access. ·what broke off and stayed behind was the wire wrap on the tapered mandrel and it coiled into a ball. What is seen on fluoro is a coil about a millimeter in diameter (tiny). ·the resistance seemed to be the tissue of the body as the needle was removed and the dilator was inserted to try and get support to remove the wire which did not work. Eventually only the wire remained and when tried to remove still had resistance. Again was suspected to be under a valve in the sub-intimal tissue or outside the vessel in tissue. ·this was jugular access for the purpose of floating a swan for right heart pressures. There was not a stent in the jugular vein nor was this a stent procedure. ·there was no evidence of calcium or plaque in the jugular vein. ·the physician did try to use the metal forceps through the access site to remove the wire piece but was unable. ·seldinger technique was used and the physician stated having used a syringe to check for venous blood return before inserting the wire. It seems to be unclear as to needle interaction as when the physician felt resistance to advance, the physician then tried to remove and still had resistance, but upon taking the needle out there was still resistance. ·the surgeon determined that it was not necessary to remove the wire piece. ·the patient is fine and was discharged with no limitations.

Manufacturer narrative:
Supplier investigation recieved 15feb19: the full device with concomitent devices used in the procedure were not returned for analysis. The distal tip of the coil break location was found to have a taper which indicates that a tensile force was applied. It appears that the coil broke a the distal weld location. A probable contributing factor was the device was pulled against resistance above the product specificaiton. The IFU states "never adavance or withdrawl an intravascular device aganst resistance until the cause of the resistance is determined by flouroscopy. Movement of guidewire against resistance may result in separaion of the guidwire tip, damage to the guidwire, or vessel perforation."